Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, a vessel dissection occurred. Vascular access was gained via the femoral artery. The 2.5x20mm, 80% stenosed, eccentric and progressive target lesion was located in the mildly tortuous and mildly calcified proximal left anterior descending (lad) artery with a significant bend less than 45 degrees. The lesion was dilated with an unknown 1.5x12mm balloon resulting in 60% stenosis. The 2.5x24mm promus element stent was then advanced and deployed at 14 atms. It was noted in that following stent deployment there was a dissection at the proximal end of the deployed stent near the ostial of the lad. The dissection was treated with the deployment of a 3.0x16mm promus element. No additional patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product.device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.(B)(4).